Event description:
It was reported a spectrum pump had system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was unable to be reproduced, but was confirmed through review of the event history log. The issue was determined to have been caused by a seized motor. The motor assembly was replaced.